Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the line power fuse was open. Fuse was replaced and system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect fuse has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the mobile view station (mvs) of the imaging system would not power on. There was no patient present at the time of the issue.